Event description:
It was reported that a pt underwent an open ventral hernia repair procedure on (B)(6)2010. During the procedure, delamination of one corner of the mesh was noted when fixation was 3/4 of the way completed. The surgeon continued to implant the mesh and suture the mesh in place. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4) - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.